Manufacturer narrative:
Based on the information provided by customer, it was determined that the product has malfunctioned, and the cause of the reported problem was the defective ECG lead cable. The issue was resolved by replacing the ECG lead cable and the product is back in service.

Manufacturer narrative:
Reporting address line 1:(B)(6). Reporter city:(B)(6). Reporting address state: :(B)(6). Province:(B)(6). Reporting address postal:(B)(6). Reporting institution phone: :(B)(6). Reporter phone: :(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device had ECG signal failure. The device was in clinical use for patient at the time of the event, however no patient harm was reported. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.